Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak while removing the cycler set cassette after ending their pd treatment. The patient reported receiving an m75 volume error warning and an m31 air detected in cassette alarm during an unknown phase of treatment and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested however it was unavailable.

Manufacturer narrative:
H.3. Correction: g.4. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment post-ast 2 hour 15 min 8500 ml test was performed and passed. No fluid leaks in the test cassette during the treatment test. System air leak passed. Valve actuation passed. Patient sensor calibration check passed. The internal inspection of the cycler showed that there was fluid in the hp2 filter of the pump assembly. The cause of the encountered fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The device history record did not reveal any issues or problems related to the reported symptom code(s)..in addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak while removing the cycler set cassette after ending their pd treatment. The patient reported receiving an m75 volume error warning and an m31 air detected in cassette alarm during an unknown phase of treatment and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested however it was unavailable.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.